Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they misplaced their recharger while they hadn't been using therapy for the past 3.5 to 4 months, and now that they found it, their implant wouldn't charge. Agent reviewed possible over discharge and asked if they stopped using the implant just because they lost the recharger. Patient stated they were not using therapy or charging the ins because they had been doing so well and didn't need it, then the recharger got misplaced, and they started having issues/pain again a couple months ago so they wanted to use therapy again. Patient mentioned they had a lot of problems and pain with their legs due to their lower back. Patient was hard to hear throughout the call and seemed like they had a bad connection. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They called back and stated that they had not recharged the ins since december and the patient said they need it reset (agent understood the patient's ins was in a possible over discharge state). The patient said this happened before. Patients healthcare provider said to call, and the patient was redirected to their healthcare provider.